Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during setup for a transforaminal lumbar interbody fusion (tlif) procedure the t-pal spacer applicator handle jammed. Another instrument was available to proceed with the procedure. The patient was not harmed and was fine post-surgery. There was no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.